Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.

Event description:
During implant of the lv lead, heavier than normal bleeding was noted at the insertion site. The lead was removed and what appeared to be a small perforation was noted. The lead was reloaded onto the applicator and reimplanted at a different location without difficulty. The cause of the bleeding was the perforation, while implanting the lv lead.